Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the stored electrograms revealed non-sustained ventricular oversensing due to loss of capture on the right ventricular lead. The device was reprogrammed successfully. The patient¿s condition was stable before, during and after programming changes.